Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked and the display was dim/fading/reddish. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the bolus button cover is detached/missing. The display is dim/fading/reddish. The battery compartment is cracked on threads above the pad and below the pad. (B)(6).